Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer (sales rep) contacted the olympus technical assistance center (tac) to report the issue of the video system center (cv-190) loosing endoscopic image in the middle of an unspecified diagnostic procedure. Later, they were getting black box instead of the scope image. The intended procedure was completed with similar device. There was no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to further identify a probable cause of the suggested phenomenon from the results obtained for this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.